Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. In addition, the device was received with a severe dent in the bottom cover. The photographic imaging inspection revealed cracks along the hybrid and loose electrical components. System lock could not be obtained at any spacing. The no lock and hybrid conditions prevented several of the electrical tests from being performed. The device failed the electrical test performed. The manual capacitor leakage test was unable to be performed due to a broken substrate. The open device visual inspection confirmed multiple cracks along the hybrid and dislodged components. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid and dislodged electrical components. A CAPA was initiated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.